Event description:
Cuff looks out injury (patient / other): no. Complaint: cuff looks out. Additional informations: description of issue (what / why): cuff looks out. How often occured defect: once medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: doctor decides against inserting a new catheter. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no successful drainage.: yes. Impact to patient: check-up appointment at the hospital exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Additional information: information on the error pattern: defect location: implantation type of defect: incorrect / uniform / continuous (faulty).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402. Patient problem code: f1905.

Event description:
Cuff looks out. Injury (patient / other): no. Complaint: cuff looks out. Product information: item no.: 50-7050/v001 - pleurx¿ pleura catheter. Additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter. Additional informations: description of issue (what / why): cuff looks out. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: doctor decides against inserting a new catheter. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: check-up appointment at the hospital exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6)2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Additional information: information on the error pattern: defect location: implantation. Type of defect: incorrect / uniform / continuous (faulty). Per customer's response 11/28/2023. He could not process the complaint , as the senior physician had decided not to install a new catheter. He could not overrule him. No medical intervention was necessary and the doctor refused. The cuff remained visible! The patient had to live with the visible cuff.

Manufacturer narrative:
(B)(4) follow-up emdr for additional information: based on customer's response received on 11/28/2023 it has been determined that the reported event is malfunction/product problem. No medical intervention was necessary as the senior physician had decided not to install a new catheter.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the cuff is exposed; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001494061 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Cuff looks out injury (patient / other): no. Product possibly involved in violation: no. Product available for examination: no. Detection site: 2 - during application. Origin: nursing staff. Catheter position: 0. Complaint: cuff looks out. Product information: item no.: 50-7050/v001 - pleurx¿ pleura catheter. Additional informations: description of issue (what / why): cuff looks out. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: doctor decides against inserting a new catheter. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: check-up appointment at the hospital. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Additional information: information on the error pattern: defect location: implantation. Type of defect: incorrect / uniform / continuous (faulty). Per customer's response 11/28/2023. He could not process the complaint , as the senior physician had decided not to install a new catheter. He could not overrule him. No medical intervention was necessary and the doctor refused. The cuff remained visible! The patient had to live with the visible cuff.